Event description:
Device 5 of 5. Ref MFR reports: 1627487-2013-13094, 1627487-2013-13095, 1627487-2013-13096, 167487-2013-13097. The pt had 4 leads from different lot numbers and 2 leads from the same lot number. The pt also had two extensions from the same lot number. It was reported the pt's scs system was explanted due to the pt not receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.